Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys ca 15-3 ii assay results for one patient sample from a cobas 8000 cobas e 602 module. The initial result from an aliquot processed by the modular preanalytic system (mpa) was < 1 ku/l and was reported outside of the laboratory to the physician. The physician did not believe this result based on the previous results for the patient. On (B)(6) 2018, the customer repeated the primary sample tube with a result of 78.25 ku/l and the aliquot with a result of <1 ku/ml. On (B)(6) 2018, the aliquot was recentrifuged and tested in a sample cup with a result of 87.65 ku/l. There was no allegation of an adverse event. The reagent lot number was 27034300. The expiration date was requested but was not provided. To check for a sample mix-up, the customer performed a small comparison for several tests between the primary and aliquot tubes.

Manufacturer narrative:
The reagent in use has an expiration date of january 2019. Calibration and qc data are both acceptable. The alarm trace does not indicate an issue. The field service engineer was on site for a different issue and replaced the sample probe.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.